Event description:
It was reported that cgm displayed error message 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset guidance, performed pump reset with assistance, and after reset error did not reappear and sensor session was successfully started.